Manufacturer narrative:
Device was received and tested . Visual inspection was performed and had no kinks but dessicant was missing and the width dial was damaged.array had blood/tissue and was exposed. External sheat had blood/tissue and was exposed. The cervical collar had blood and was unlocked. Length setting was 5.5 internal flexures were not yielded. Vacuum relief valve had blood and didn't moved correctly. Blood in the vacuum feedback, canister, and imd housing and suction line . The rf controller testing was executed , the bubble test and eap passed, but the cia failed. A leak was found in the broken width dial which can cause a failed cavity initial assessment.. There was no device problem observed regarding a possible cause for a uterine perforation. Thus the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. There were two devices involved in this event reported under: 1222780-2021-00165.

Event description:
It was reported that during a novasure procedure on (B)(6) 2021, the physician observed a uterine perforation. The case was aborted to give treatment to the patient. No other information is available.